Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, intra-op, the balloon ruptured in the vertebral body during inflation. When the balloon was deflated after inflation as per normal, blood was observed to flow back into the inflation syringe. Distortion of balloon was not observed during inflation. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a radial sharp cut perpendicular to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.